Event description:
It was reported that the implants placed at tooth sites 19 and #30 were found to be stripped and were removed.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2022-01622. Zimmer biomet complaint number (B)(4). Patient identifier - (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2022-01622-1. This report is being submitted to relay additional information and device evaluation. Two (2) osseotite tapered certain prevail implant 5/4 x 8.5mm (xiitp5485) were returned for investigation. Visual evaluation of the as returned product identified damage to the internal hex. Signs of damage from the removal process and bone debris was attached to the implants. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number 2019060234. It was confirmed that all operations and inspections were executed as per applicable procedure. Complaint history review was performed for the reported lot number 2019060234 for similar events and no other complaint was identified. Functional testing was not performed due to the nature of the device and event. The reported event couldn't be recreated. A definitive root cause could not be determined. However, based on the investigation and IFU, the probable cause is failure to follow the recommended protocol for product placement and final seating. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.